Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle was difficult to engage during use. The following information was provided by the initial reporter: "bd eclipse needle 25g x 1in lot number 9361586 exp 12/31/2024, was not snapping over the needles once the safety was engaged and taking an extra snap to engage the safety."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle was difficult to engage during use. The following information was provided by the initial reporter: "bd eclipse needle 25g x 1in lot number 9361586, exp 12/31/2024, was not snapping over the needles once the safety was engaged and taking an extra snap to engage the safety."